Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there has been a gradual rise of the right ventricular (rv) shock impedance measurements over the last few years. The shock impedance, but not out of range approximately two years earlier and there was no noise on the electrogram (egm). At that time the physician opted to continue to monitor the patient. Currently the shock impedance was high and out of range. The shock impedance measurement was from the high 120's to low 130 ohm range. It was also noted that there has also been a chronic low rwave amplitude. The cause of the out of range shock impedances is unknown and the physician has opted to continue to monitor the patient. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in service and no adverse patient effects have been reported.